Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.2cm from the distal tip. Internal insulation abrasion was noted at 7.8-8.7cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 15.3-16.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. (B)(4).

Event description:
It was reported that the patient had an episode of vf. Low, out of range high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016.